Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a paa and could not be cleared. The steps taken to resolve the issue was to reload the firmware software, removed the battery and let the devices to discharge fully. The event occurred during bench testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case. A 'primary audible alarm post' error was revealed in the event history log. Functional testing was able to duplicate the issue. It was determined that the high profile c9 that was broken off and the root cause. The interconnect board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.